Event description:
When attempting to increase treadmill speed from 1 to 1.1 mph on the lokomat, the legs increased speed disproportionately to the treadmill. Equipment was stopped. Restarted at 1.1 mph without problem, but after about 30 seconds the lokomat stopped and gave an error message about the sensor of the right hip. Manufacturer response for exerciser, exerciser (per site reporter): hocoma is scheduled to come for repair 11/11/2015. Will provide information regarding this new error.